Manufacturer narrative:
(B)(4). Method: film. Results: vessel occlusion, endoleak. Pre-operatively stenosed renal artery. Conclusion: vessel occlusion, endoleak. Pre-operatively stenosed renal artery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 68 mm diameter abdominal aortic aneurysm. The iliac arteries were severely calcified. The aortic neck was 28 mm in its largest diameter; however, the proximal neck was 23-24 for 5 mm, and the distal 1-1.5 cm neck was 25 (total length of neck is 4 cm). It was reported that due to the severely calcified arteries the physician was unable to advance a 14f sheath through the iliac arteries on either side. Only the dilator was able to be inserted. The physician pre-dilated with 8mm balloons on each side, but the calcium would not expand. The arteries did not appear prohibitive pre-operatively, but they did not expand. The physician ended up putting two 8 x 38 balloon expandable stents from another manufacturer in the right external iliac artery and then was able to pass the endurant 28x16x166 device. The rest of the stent graft procedure went well; however, the patient's right renal artery, which was stenosed pre-operatively and had minimal filling. The physician placed a 7 mm balloon expandable stent from another manufacturer in the renal artery. Furthermore, there was filling in the sac, which is likely transgraft. The physician re-ballooned with a reliant but elected not to shoot another picture. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant showed that the 26mm proximal neck was moderately angulated (approx 60deg) and calcified, and both renals were calcified at their orifice. The 6.5cm max diameter aaa was calcified and contained thrombus. The iliacs were not very tortuous, but were severely calcified. A single post-implant still angio image showed that the bifurcate was implanted below the renals, however no flow into the right renal was observed. The right renal was then seen wired. The cause of the events appear to be anatomy related.